Event description:
Provider was removing the blunt tip trocar from the patient and the locking mechanism broke off when he released it. The small broken piece of plastic fell into the incision but was quickly recovered.